Event description:
A pasv PICC was placed for therapeutic purposes. At an unk amount of time after placement, the PICC line was found to be broken at the insertion site. An x-ray revealed the PICC catheter was visible inside the pt. The remaining catheter was surgically removed by venotomy.